Event description:
Event description boston scientific received information that upon interrogation following 31 j shock therapy, this implantable cardioverter defibrillator (ICD) presented at end of life (eol), with a charge time of 30 seconds. The patient reported hearing no beeps (beeping was turned off during explant). It is reported that the device delivered no anti-tachycardia pacing (atp), even though atp was programmed.